Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that it was difficult for the patient to "get a good charge" on her battery because "it did not lay flat". It was reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was noted that the patient had a doctor appointment on (B)(6) 2013 where she met with a company representative. It was noted that the representative helped the patient. It was stated that the patient was going to be in contact with a company representative in the "near future" for more help with her stimulator. Additional information received from a representative on (B)(6) 2013 reported that charging was "going well" for the patient. The patient wanted to meet up with a company representative to have her programming "tweaked a bit". A company representative was going to meet with the patient on (B)(6) 2013 for reprogramming. Additional information received reported that the patient had an appointment on 2013-nov-22. Additional information received on 2013-nov-22 from a representative reported that the patient was doing well with recharging and they were able to provide superior coverage utilizing less energy on the day of the report. It was noted that the patient was very happy when she left the programming session on the day of the report. Additional information was reported by a consumer on (B)(6) 2018 that the patient was unhappy/dissatisfied that they had to charge the implantable neurostimulator (ins) device every 2 weeks starting on (B)(6) 2013. The patient had a scar from the procedure that made it difficult to charge the ins which started in 2013. The patient used their device for about 6 months before they decided to turn the device off in (B)(6) 2016. The consumer had informed their health care provider (hcp) that they did not like having to charge the ins and they elected to replace the rechargeable ins with the non-rechargeable ins that the patient currently had implanted. The replacement procedure was performed on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient's weight was (B)(6) pounds. It was reported that the ins that was removed was not returned to the analysis lab. It was recommended the patient contact her healthcare provider to discuss what happened to the device. No further information was provided.